Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the patient was in a coma, which was noted to be same state as prior to the implant of the device. According to the report, the patient was implanted in (B)(6) 2015. In (B)(6) 2017, the patient was transferred to the nearest hospital for a rehabilitation treatment. Reportedly, the doctor determined the cerebrospinal fluid was still ¿too much.¿ the patient's current pressure setting was at 1.0. It was indicated the doctor was to hold a group consultation for the patient and determine the treatment plan moving forward.